Event description:
In-situ testing showed normal values. Despite the audio processor functioning correctly, the user sometimes hears strange and disturbing sounds. He also experiences a sensation that he describes as a tingling or pulling feeling. This issue began about a month ago. For the past 10 days, he has not been wearing his audio processor because of this issue. Up until this point, he had been benefiting from his implant. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.